Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The year of device implant was 2013; the exact date was not known by the representative. The patient did not experience any symptoms. The problem was found during a critical alarm.

Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train. Analysis identified stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving lioresal (3000 mcg/ml at 1200 mcg/day) via an implantable pump for an unknown indication for use. It was reported that the hcp could see multiple motor stalls and recoveries had occurred during the day. The pump ending up in pump stall. Multiple critical alarms had occurred. The event date was provided as (B)(6) 2017, but the title of the product report contained the date (B)(6) 2017; this was interpreted as the event date. Troubleshooting included trying to restart the pump without success. The hcp also tried to reset or turn off the alarm. The pump was explanted on (B)(6) 2017 and would be returned. There were no known external factors. The issue was resolved, and the patient was okay. The patient status was alive - no injury. There were no reported symptoms. No further complications were reported or anticipated.